Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening assessed, as surgical impact opening (shell thickness was within specification). Pain: unable to observe, since it is a medical event. And is not related to the device. Additional observation: no penetrating nick stress mark. No further actions are required, as no issues with the manufacturing process are observed.

Event description:
Patient reported, left side rupture. And 'discomfort in one of my breast' confirmed, later by the healthcare professional. Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: h.6.

Event description:
Patient reported left side rupture diagnosed with ultrasonography. Device has been explanted and replaced with non-abbvie device.

Event description:
Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture diagnosed with ultrasonography. Device remains implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #3. Aware date should have been listed as 17jun2024. Additional, changed, and/or corrected data: d.9.

Event description:
Patient reported left side rupture and 'discomfort in one of my breasts' confirmed later by the healthcare professional. Device has been explanted and replaced with another manufacturer's device.